Manufacturer narrative:
For one malfunction, as the lot number for the device was not provided, a lot history review could not be performed. The sample was returned to the manufacturer for inspection/evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0606150j implanted port allegedly experienced catheter crack and failure to aspirate. This information was received from (B)(6). This malfunction involved a patient with no consequences. Age, weight, and gender of the patient was not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0606150j implanted port allegedly experienced catheter crack and failure to aspirate. This information was received from one source. This malfunction involved a patient with no consequences. Age, weight, and gender of the patient was not provided.

Manufacturer narrative:
H10: for one malfunction, as the lot number for the device was not provided, a lot history review could not be performed. The sample was returned to the manufacturer for inspection/evaluation. Investigation of the returned sample confirmed catheter crack and failure to aspirate. Based on the available information, a definitive root cause of the malfunction could not be determined. The device was labeled for single use. H10: g4, h6 (device - 2988). H11: h6 (device, method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.